Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer changed the needle and resolved the issue. The customer's blood glucose was 110 mg/dl. Additionally, the cartridge was leaking after the customer filled it. The customer filled a new cartridge successfully.